Event description:
Same case as 2134265-2010-01489. It was reported that during a percutaneous transluminal angioplasty procedure, a vessel dissection occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous right superficial femoral artery (sfa). The 4.0mm x 1.5cm x 140cm spcb flextome monorail was inflated for a total of four inflations, each at 6 atms for 30 seconds each. On the fourth inflation the balloon ruptured. Another of the same balloon was used for two additional inflations. At this point angiography was performed which showed a dissection. It was unclear what caused the dissection. The patient was asymptomatic during this. A non-bsc 6.0 x 120mm stent was deployed in the dissected area of the vessel. Post dilatation of the stent was performed with a 4.0 x 60mm sterling monorail balloon catheter. No patient complications occurred. The patient status was good.

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).